Event description:
On (B)(6) 2012, the pt was implanted with two conformable gore tag thoracic endoprostheses as part of a stage ii elephant trunk procedure for thoracic aortic repair. On (B)(6) 2012, the pt experienced decreased lower extremity pulses. Computed tomography scan and aortography on this day revealed a type ii endoleak (origin unknown). On the same day, the pt was implanted with one conformable gore tag thoracic endoprosthesis to treat the type ii endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
(B)(4): a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak.